Manufacturer narrative:
Our review of the logs show that at 4:35:13pm on november 18, 2021, a user at the xhibit central station manually discharged the patient admitted to channel 1102. A spacelabs field service engineer (fse) was dispatched to further evaluate the reported issue. The fse tested all spacelabs monitoring equipment involved in the reported event and observed proper functionality. While onsite, the fse examined the xtr system and found channel 1102 in a pending status rather than actively admitted. The fse manually transferred the pending instance to a different receiver and the admit process immediately began at the xhibit central station. The logs show that this transfer occurred at 10:29:36am on november 19, 2021. A transmitter is placed in a pending status when the channel has been tuned with no batteries have been placed in the transmitter for signal processing. The customer was educated on the proper steps for tuning a transmitter and notified that these instructions are also listed in the the xhibit central station with telemetry operations manual 070-2114-06 rev j. The investigation findings were provided to the customer. This report is complete and the issue is considered closed.

Event description:
A spacelabs field service engineer (fse) was notified that telemetry channel 1102 was not visible at the xhibit central station and that a patient expired during this time.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete. H3 other text: placeholder.

Event description:
Spacelabs received a report on (B)(6) 2021 indicating a patient died while not being actively monitored.